Event description:
It was reported that this inflatable penile prosthesis was removed due to a cylinder rupture. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed due to a cylinder rupture. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components underwent a thorough analysis. The reservoir had wear at a fold in reservoir shell. The kink resistant tubing (krt) was worn to the filament. The pump had trimmed krt to the cylinder before functional testing. The pump did not pass activation testing. Under a microscope, the first cylinder had a hole in the outer tube from krt wear in the proximal end of the cylinder. The krt was worn to the filament. This cylinder had wear at a fold in the middle, proximal, and the distal end of the cylinder. Based on the information available and analysis results, the reported cylinder rupture or hole was confirmed. Therefore, the conclusion code of cause traced to component failure has been chosen.